Event description:
It was reported that the insulin pump alarmed button error and buttons were stuck and unresponsive during bolus delivery. Customer's blood glucose was 74 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. Customer's current blood glucose was 163 mg/dl. Customer does not have a back up plan. The customer was advised to reach out to her healthcare provider for a back up plan. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.